Manufacturer narrative:
The customer did not return the suspected contour next one meter for evaluation. Therefore, a device history record was reviewed for the suspected meter and no manufacturing anomalies were found. Additionally, the packaging records were reviewed for the suspected meter which showed that the meter was set with the correct unit of measurement as mg/dl for the us market. Section h4 of the initial report indicated that the device manufacture date for the contour next one meter with serial # (B)(6) was 05-sep-2020. The correct device manufacture date is 04-apr-2017. Section h4 have been updated.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer from (B)(6) reported that her contour next one meter was reading in mg/dl instead of mmol/l. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.